Event description:
Nellcor puritan bennett received a call from the user facility on 4/19/1999. The user facility called to report the folowing problem: unit stopped cycling with no audible alarms. No pt harm.